Manufacturer narrative:
Concomitant medical products: evolutpro-26-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use implantable pulse generators (ipg) the experienced dizziness. It was also reported the ipg exhibited missing atrial-sense episodes to indicate an atrial high rate (ahr). Diagnostic troubleshooting performed. The ipg settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.